Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA: 22-0074 corrective action 6. Based on similar error descriptions in previous cases, the cause could be due to a mechanical overload. No indications for a systematic issue. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was event with the following description: "broken and stopped working during intervention". Further information is not available.